Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The cause of the reported complaint could not be conclusively determined.

Event description:
Olympus was informed that during a therapeutic endobronchial ultrasound (ebus) procedure, the needle broke inside the patient while the physician was taking a sample of the lymph node. The physician used a grasper to retrieve the fragment. There was no patient injury reported. The patient was discharged per the hospital protocol.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was received with the needle tip broken and missing. The breakage to the tip of the needle is due to excessive stress and force applied during handling of the device. In addition, the stylet wire was observed missing from the aspiration port. This phenomenon is due to inadvertent mishandling during use. Multiple kinks/bends were observed on the working length, right below the protective plate causing a slight restriction when the needle was advanced from the distal end side. The instructions manual warns users: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead."